Event description:
An abbott acclaim encore IV pump returned to the pharmacy for a nursing home. While in the return area, the pump was sparking and a flame was seen at the bottom of the pump where the battery is located. There was no reported incident when pump was assigned to the pt. No injuries associated with this problem.